Event description:
A peritoneal dialysis (pd) patient's condition was assessed through lab work and was determined to have an elevated white blood cell (wbc) count of 69mm3. The pt was treated with 27.5 mcg/ml vancomycin on (B)(6) 2014 and 33.1mcg/ml vancomycin on (B)(6) 2014. No infections or further issues were noted. As of (B)(6) 2014, the pt was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issues.

Manufacturer narrative:
Based on the info, it is unk how the device may have caused on contributed to the event. The post market surveillance department has received medical records and investigations are pending. The device was not returned to the MFR for analysis. A supplemental report will be submitted upon completion of the clinical and plant investigation.